Manufacturer narrative:
Additional manufacturer narrative: investigation revealed the following: reintervention occurred because of abnormal swelling in the area of the graft, and was thought to be infected. During the reintervention procedure a hematoma was discovered. The hematoma was drained and cultures taken. Cultures were negative. The graft was not infected so left in place. The graft is currently functioning as intended and the patient is fine.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing and sterilization records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
On (B)(6) reintervention occurred because of abnormal swelling in the area of the gore® acuseal vascular graft. During the procedure to assess the swelling, a hematoma was discovered. The hematoma was drained and cultures were taken. Cultures were negative. The gore® acuseal vascular graft was left in place and is currently functioning as intended. The patient is reportedly fine.